Event description:
The penumbra system reperfusion catheter 054 was used coaxially with a optimo 9f guiding catheter and chikai 14 guide wire. The reperfusion catheter 054 did not advance smoothly when it was advanced to the target lesion in the left internal carotid artery (ica). A contrast run revealed a carotid cavernous fistula (ccf). Additional procedures were not done. The physician commented that he was not sure which device (the guide wire or the catheter) caused the vessel injury.

Manufacturer narrative:
Device investigation: there are a series of kinks in the mid-shaft region of the psc054 between 27 and 23 cm from the distal tip. There is a minor ovalization at the distal tip between 0.0 and 1.5 cm. A 0.054" mandrel was introduced into hub of the psc054 and advanced distally. The mandrel advanced easily to within 27 cm of the distal tip of the catheter where it was stopped by friction due to the kinks. The problem reported in the complaint is procedural rather than functional. The complaint mentioned seeing a "carotid cavernous fistula" during contrast injection and attributed this to the action of either the guide wire or the psc054. There is nothing unique about this catheter that might explain this vessel damage. There is no mention of the catheter failing to perform adequately during the procedure. The kink and damage to the catheter is not discussed in the complaint. This damage is most likely the result of post procedural handling. The root cause of the issue cannot be determined from the device investigation and was not the result of a device issue but rather the user technique and complications associated with these types of procedures. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.